Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that the pacemaker was in backup vvi mode. It was noted that the patient previously underwent an unrelated procedure where electrocautery was used. It was believed that the use of electrocautery was the cause of the backup vvi mode. The device was successfully restored after being in communication with the programmer for several minutes. Patient was asymptomatic.